Manufacturer narrative:
(B)(4): brief description of complaint: the electrode wire broke and detached from the tip during the surgery. Analysis conclusion: complaint confirmed: the adenoid tip electrode wire is fractured and a portion is detached from the plastic housing which fails to meet the acceptable damage requirements. The wire has minimal support from housing and deformation in the ventral to dorsal direction during application. If information is provided in the future, a supplemental report will be issued.

Event description:
During an ent case, the wire broke from the plasmablade device tip and detached. The surgeon was able to retrieve the broken wire and there was no injury to the patient.

Manufacturer narrative:
Product event: 701803675 patient information incomplete and missing patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During an ent case, the wire broke from the plasmablade device tip and detached. The surgeon was able to retrieve the broken wire and there was no injury to the patient.

Manufacturer narrative:
Product event: (B)(4). Patient demographic information has not been received, however communication follow-up is still in progress.

Event description:
During an ent case, the wire broke from the plasmablade device tip and detached. The surgeon was able to retrieve the broken wire and there was no injury to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.